Manufacturer narrative:
The device was in use for treatment. The lead was capped (taken out of service), and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the device model were reviewed. No trend of the same or similar type was found or indicated. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. Associated MDR 1035166-2015-00062.

Event description:
The customer reported that this ventricular lead was capped due to no capturing at maximum output. When viewed under a fluoroscope it was apparent that the lead had dislodged from the regular anatomical position. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 4 years, 3 months.